Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01230. It was reported the patient was hospitalized due to a suspected infection. Reportedly, the physician opened and cleaned both incision sites as a precaution. Follow-up revealed no infection was found and no further patient incident noted